Event description:
Customer reported a code key discrepancy with the device. Code displayed 200 and the device code = 202. Device was not used. No treatment was received. A request was made for return product and replacement product was sent.